Manufacturer narrative:
A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a knife did not cut well during a cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient but a 2 minute delay. The doctor did not find the event clinically significant. It is unknown when the event occurred had but the same event occurred several times since (B)(6) 2015. Additional information has been requested but not received. This is one of seven reports being filed for the same facility.

Manufacturer narrative:
Evaluation summary: one opened knife was received in a blister for the report of cutting badly. The blade was not seated properly in the blade protector tray; there is a gouge in the tray. The tray was also incorrectly seated in the blister. The sample was visually inspected and was found non-conforming with a damaged tip and damaged cutting edges. Penetration and sharpness testing could not be performed due to the damage of the sample. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. (B)(4).